Event description:
Medtronic received information that prior to use of an eopa arterial cannula, it was reported that the top of the introducer snapped off when getting out of packet. The device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Continuation of d10: product ID 77420 (0231793184); product type: 0183-cannula; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed the porous plug was broken off. The reason for the return was confirmed. Correction b5: medtronic received information that prior to use of two eopa arterial cannulae, it was reported that the top of the introducers snapped off when getting the devices out of the packets. The devices were replaced. Correction h6.1 device codes (fdd/annex a): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.